Event description:
It was reported that there was difficulty implanting the lead as the physician could not obtain pacing lead stimulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.